Manufacturer narrative:
The initial reported event of increase impedance, increase threshold, inappropriate shock, noise, oversensing and that the right ventricular (rv) lead was capped and replaced was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a new onset of an increase in the lead impedance measurement. There was also an increase in the threshold measurement. Patient received an inappropriate shock and went to the emergency room. Noise and oversensing were noted on the lead as well. The lead was capped and replaced. No further patient complications have been reported as a result of this event. It was further reported that the capped right ventricular (rv) lead has now been explanted.